Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I free t4 (ft4) results on one patient. The result provided were: initial =21.68 pmol/l /repeated due to inconsistent with patient medical history=11.98 pmol/l laboratory reference range for ft4=9.01 to 19.05 pmol/l there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing for alinity I free t4 reagent lot 63089ud02. Review of all the information provided by the customer was reviewed. A review of tracking and trending data did not identify any related trends for the product for the issue. Return testing was not performed as returns were not available. There was an increase in complaint activity, however, no related trends were identified. Additionally, in-house performance testing was completed which indicates the product is performing as expected. In-house testing was completed using an in-house retained kit. All specifications were met indicating that the lot is performing acceptably. Device history record review did not show any nonconformances, potential nonconformances or deviations associated with the likely cause list number and complaint issue. A review of labeling concluded that the issue is sufficiently addressed. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified for the alinity I free t4 reagent lot number 63089ud02.